Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found dislodged a few weeks after it was implanted, as confirmed via x-ray. As result, a revision was performed wherein the lead was successfully repositioned. The rv lead remains implanted. No additional adverse patient effects were reported.